Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained via the right femoral artery. The 75% stenosed target lesion was located in the non-tortuous and non-calcified diagonal branch of the left anterior descending artery (lad). The lesion was predilated with a 2.0x 12mm quantum apex balloon and then a 2.25x16mm promus element stent was advanced to the lesion; however the device got caught in the stent strut of a previously placed promus element stent that was placed in the lad and intersected the diagonal branch. The physician attempted to withdraw the promus element stent delivery system (sds) and the stent dislodged from the sds in the proximal lad. It was noted that the previously placed promus element stayed well positioned and apposed in the lesion. The physician attempted to snare the dislodged stent; however, the snare let go of the stent as only the very end of the stent was captured. The non bsc guide catheter pulled away into the aorta, causing the whole system to lose position when the snare was pulled back. The stent then migrated into the upper leg and is located in the profunda femoris artery and remains in the patient. Two non bsc stents were successfully implanted in the lesion to complete the procedure. No additional patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. Access was obtained via the right femoral artery. The 75% stenosed target lesion was located in the non-tortuous and non-calcified diagonal branch of the left anterior descending artery (lad). The lesion was predilated with a 2.0x 12mm quantum apex balloon and then a 2.25x16mm promus element stent was advanced to the lesion; however the device got caught in the stent strut of a previously placed promus element stent that was placed in the lad and intersected the diagonal branch. The physician attempted to withdraw the promus element stent delivery system (sds) and the stent dislodged from the sds in the proximal lad. It was noted that the previously placed promus element stayed well positioned and apposed in the lesion. The physician attempted to snare the dislodged stent; however, the snare let go of the stent as only the very end of the stent was captured. The non bsc guide catheter pulled away into the aorta, causing the whole system to lose position when the snare was pulled back. The stent then migrated into the upper leg and is located in the profunda femoris artery and remains in the patient. Two non bsc stents were successfully implanted in the lesion to complete the procedure. No additional patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with no stent attached. The stent was not returned. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the device was withdrawn into the guide catheter and the dfu states " do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).